Manufacturer narrative:
The unit will not be returned and prism will not be able to verify any of the findings, however, the shaft has been redesigned. Regarding screws missing from the sideplate; (B)(4). Additionally we reviewed customer complaints and didn't find any related to screws missing from the side plate. No additional action necessary at this time for screws and side plate.

Event description:
Feedback receive from dealer in UK that a drive shaft had broken and ther free fall protection shystem did not engage thereby allowing the patient to fall.